Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 10, 2017: litigation received. Litigation alleges that the patient had a pulmonary thromboembolism, which lead to death from cardiopulmonary arrest, one day after being discharged home following the revision surgery. At the time of this review, there were no medical records provided. Litigation also alleges pain, stiffness, discomfort, weakness which in turn negatively affected mobility. This complaint was updated on: may 12, 2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to slightly elevated ion leves.

Manufacturer narrative:
Patient was revised due pain and slightly elevated ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed. At this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.